Manufacturer narrative:
Since the initial report was filed, the investigation has completed. It was determined that the physician's failure to use fluoroscopy imaging to place the introducer sheath caused the vascular damage. The failure mode will be monitored and trended.

Manufacturer narrative:
The investigation is on-going at this time. Upon completion of the investigation, a final report will be submitted.

Event description:
A female patient with multiple known coronary risk factors was admitted for a high risk angioplasty with atherectomy. The team made the choice to place an impella 2.5 for hemodynamic support during the angioplasty. While attempting to access the femoral artery and place the 13fr introducer there was an observation made of vessel damage. The introducer had exited and perforated the artery. The introducer was replaced by a 14fr introducer and later the perforation was treated by placement of a viabahn stent, when ballooning alone did not remedy the perforation. After stenting the iliac was intact and all bleeding had ceased. The patient survived with pulses intact and flow to the foot.